Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler on third and fourth attempt, it did not fire. Opened new stapler and reloads to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during the right colectomy procedure, the stapler on third and fourth attempt, it did not fire. Opened new stapler and reloads to complete the case.